Event description:
22g angio catheter was inserted prior to surgery and was discovered to be leaking due to a malfunction of the equipment. Catheter was removed and found to be leaking where the flexible sheath meets the hub. A new IV catheter was inserted in a different site. One more cath was found leaking on a different patient so that the 22g cath lot#s were removed from the ambulatory surgery unit and replaced with different lot#s.